Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, it cannot be determined if there is a causal relationship between the death of the patient and the liberty cycler as it is unknown if the patient was completing therapy at the time of death. However, there are no allegations of malfunction against the liberty cycler. Without further information, no conclusion can be made regarding any causal relationship between the patient¿s death and the liberty cycler. Long-term survival rates are poor among peritoneal dialysis patients, with only 11% surviving past ten years.

Event description:
A nurse at a user facility reported that a peritoneal dialysis (pd) patient had expired. Follow-up information received in the medical records revealed that the patient expired at home on (B)(6) 2017 and the cause of death is unknown. No further information has been made available at this time.

Manufacturer narrative:
Additional information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.